Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device was evaluated in the field and the issue was confirmed; there was a broken/damaged component. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported there was unintended system motion.  There was no patient involvement.